Manufacturer narrative:
Results and conclusions: is based upon evaluation of the returned sample and user facility. Information; is based upon the retention samples evaluated. The actual device was returned to the manufacturing facility for evaluation. The device was noticed to be a 45 cm straight sheath with a ccv valve. The tactile check for hydrophilic coating on a lubricated sheath revealed it to have longer coating. Based on these observations, the product code is assumed to be (B)(4) for investigational purposes. The sheath was noticed to be severely damaged and torn. The metal coil was also sheared revealing sharp edges. On the opposite end of the same segment, the metal coil was sheared, however the sheath outer layer was intact. Several holes were noticed in the sheath outer layer, some were noticed to be piercing through the inner layer as well. The sheath tip was also noticed to have slight damage. An evaluation of the retention samples from three consecutive recently manufactured lots was conducted. A visual examination revealed no defects. The hub to band length and the dilator tip extension were verified to be within manufacturing specification. The sheath tip ID and dilator od were verified to be within manufacturing specification. Coating length was determined to meet manufacturing specification. Hub to sheath strength and tubing tensile strength were verified to meet manufacturing specification. Tortuosity was verified to be meet manufacturing specification. The production product code/lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. The exact cause of the reported event cannot be determined based on the available information and there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that a 7fr. Destination device was damaged while being removed from the vessel. Follow up communication with the user facility confirmed the following information: the sheath ripped at the distal end, but was not fully separated; it was reported that no portion of the sheath was left behind in patient; no additional surgery was reported; and there was no patient injury or medical intervention reported due to this issue.